Event description:
It was reported that a malfunction code 12 occurred and no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was informed about meaning of malfunction, was guided through pump reset, and confirmed malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned.